Event description:
It was reported to medtronic minimed that the customer experienced a battery cap contact missing/damaged and battery cap cracked/damaged and label missing. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and it was observed that the damage was on metal contacts. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. A test battery cap locks securely into place and the pump powered up properly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: battery cap contact damaged, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails and serial number label fading. Confirmed battery cap loose metal contact. Damage (physical or cosmetic) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.